Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The analysis team was unable to perform displacement test due to physical damage. The pump was received with cracked case at the display window corners and display window. The pump was received with minor scratched display window, case and keypad overlay. The pump also had a stained end cap sticker.

Event description:
Customer reported via phone call that had crack on the whole screen from the inside. Customer's blood glucose value was 225 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.